Manufacturer narrative:
This report is submitted on august 13, 2020.

Event description:
Per the patient's surgeon, the patient experienced soreness and was treated with topical antibiotic ointment (specific date and duration not reported).